Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that during an infusion set change, she noticed that the reservoir was nearly empty. The customer stated that by the time she saw drops of insulin exiting the tubing, the insulin pump was flashing the number 16 but did not have any alarms. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open / used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out of the catheter tip. No occlusion or leak was noted.